Manufacturer narrative:
The pod was deactivated prior to completion of the priming sequence. Not enough pulses were delivered to allow the needle to deploy. Since the cannula did not deploy, the cannula could not retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose levels were not affected. The pod was worn between 1 and 4 hours.